Event description:
Rhythmlink international customer service received a call from (B)(6). Dr. (B)(6) is reporting burns from using rhythmlink international subdermal needles. The hospital uses our singles part number: rlsnd110-1.5 for scoliosis cases. The site of the burns are located on the stim side (ulnar and post tibial). They have recently noticed on the patients, burns the size of erasers and (B)(6) said he did see them after the nursing staff reported it to him and went to the ICU and did confirm the burns. He said they had the equipment checked out and everything came back fine with the equipment. He wanted to know if we could determine why this is happening. (B)(6).

Manufacturer narrative:
(B)(4). Rhythmlink international (rli) received a report from (B)(6) about patient burns possibly caused by rhythmlink rlsnd110-1.5 needles. (B)(6) 2010 - rli called (B)(6) and got details on the patient burns. Burns were moderate to severe. Unable to get lot numbers. (B)(6) 2010 - rli called dr. (B)(6) and left a voice message for dr. (B)(6) to call back. (B)(6) 2010 - dr. (B)(6) called rli and stated that it was too early to understand what caused the problem. (B)(6) 2010 - dr. (B)(6) emailed rli and stated "that situation has been resolved and we do not think that it is an electrode problem." (B)(6) 2010 - rli emailed dr. (B)(6) and asked to get a copy of the "adverse event report." (B)(6) 2010 - after several attempts at getting a copy of the adverse event report from either dr. (B)(6) or the hospital, rhythmlink international is going to close out this complaint as completed, and submit an 3500a adverse event report.